Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient. Medwatch field - the patient's weight was provided as (B)(6). The unit of weight was not provided.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter, resulting as 3.3 inr. At the same time, a sample collected from the patient was tested in the laboratory with an unknown method, resulting as 2.4 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and there were no changes made to the patient's medication based on the meter result. The patient is currently in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly or twice a month. The patient does not have antiphospholipid antibodies or anemia. The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (lot 322644) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer was not requested to return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.